Manufacturer narrative:
Initial.

Event description:
It was reported that the user, on ilet for about a year, perceived insulin dosing as too aggressive and began a low-carbohydrate approach without meal announcements while frequently pausing insulin when glucose was in range and unpausing when out of range; records reviewed did not show postprandial lows and a provided report showed glucose ranging from 68 mg/dl to 298 mg/dl. Symptoms included episodes consistent with hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.